Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the 1:1 supra ventricular tachycardia (svt) discriminator of programmed rate (pr) logic stopped withholding therapy and inappropriate therapy was delivered. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.